Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2006. According to the complainant, post-procedure, the patient suffered chronic and debilitating medical issues. The patient was hospitalized on (B)(6) 2008 for unspecified complications. All other information is unknown and unavailable.

Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6) 2006. According to the complainant, post-procedure, the patient suffered chronic and debilitating medical issues. The patient was hospitalized on (B)(6) 2008 for unspecified complications. All other information is unknown and unavailable.

Manufacturer narrative:
.

Manufacturer narrative:
The initial reporter is the patient, and due to confidentiality a name will not be provided.